Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had an infection. Symptom include possible seroma. The physician believed that infection was not device related. No device malfunction suspected. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively.